Event description:
It was reported that the doctor attempted to inflate the cuff and found it was stuck to the cannula and did not expand properly. The doctor did not put the new cannula in the patient and inserted the old trach instead.

Manufacturer narrative:
Other text: additional information in h3, h6 and h10. This MDR was generated under protocol (B)(4) as a result of warning letter cms# (B)(4) a product sample was received for evaluation. Visual and functional testing were performed. One (1) sample was received in used conditions, without original packaging and with its certificate of safe handling. When the sample was inflated with air, the cuff only inflated one side. The pilot balloon was manipulated, and the cuff inflated. After the whole cuff inflated, it was deflated and inflated 4 times, all the time the cuff inflated completely and symmetrically, based on analysis the complaint is not confirmed. Root cause could not be determined since the sample successfully passed functional test. No corrective actions were taken since the complaint was not confirmed. No problems or issues were identified during this device history record review., corrected data: d1.